Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 and confirmed the reported image failure. When testing the video baton with a known good test core monitor, the image on the screen would split; when the video baton was tested with a known good test gvm monitor, the image had green static and the monitor would intermittently cease recognizing the video baton. The verathon technical service representative observed that the lens cover was missing plastic. Since the customer's glidescope video baton 2.0 large had been replaced the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the video baton would split the image on the screen, would cause lines across the image or would cause the image to go completely black. The customer observed a small crack on the end of the baton. A delay in the procedure of less than a minute occurred as a traditional blade and handle were employed to finish the procedure.